Manufacturer narrative:
A ge oec service representative investigated the issue and could not duplicate the malfunction. System performance testing and review of event log showed no errors. The system was tested, found to be operating as intended, and released to the customer for use. The facility was unable to, or would not provide any patient information with respect to this issue. No patient injury or harm was reproted as a result of the noted malfunction.

Event description:
The ge oec 2800 fluoroscopy system made one x-ray exposure and would not make subsequent exposures. The customer did not perform the recommended reboot.